Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to faulty connector. The functional test, displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery alarm test was unable to be performed due to blank display. The device was received with minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer advised their replacement insulin pump crashed. Customer advised they replaced the battery and infusion set. Customer advised that they have blank display and the device started squealing. Troubleshooting for the blank display was performed. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.